Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Externalized conductors were suspected. Technical support was contacted and an in clinic follow up and provocative testing was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.